Manufacturer narrative:
The following sections have been updated: additional 510(k) numbers k011028 and k013227.

Event description:
It was reported that zimmer screw (ah20s) loosened.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A single abutment assembly, ah20s, was returned for investigation. The assembly was visually inspected and photographed under magnification. No device lot number was provided so a device history record review and a complaint history review could not be performed. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: date of this report, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change "no" to "yes", evaluation codes, additional narrative/date.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Reporter's first name not provided/unknown.

Event description:
It was reported that zimmer abutment (B)(4) loosened in tooth location 14.